Event description:
It was reported that externalized conductors were observed. During explant, patient had a hemothorax and the patient's blood pressure dropped. The physician suspected externalized conductor may have injured the patient upon extraction. Physician placed a chest tube to stabilize the patient. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned in two sections. Analysis found internal abrasion between the rv and svc coil between 10cm to 12.6cm from distal tip. The rv cable was compromised. External abrasion was also noted at 45.3cm to 45.6cm from distal tip, consistent with friction to the ICD can.